Event description:
The user walked on the pavement while using the walker. The right rear wheel of the walker came off. The user did not fall. No injury was reported.

Manufacturer narrative:
One of the walker's rear wheels had come off. The circlip that prevents the wheel from coming off was missing. The wheel axles of the walker were according to specification. Etac ref. No. (B)(4).